Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Health professional reported left side patient detected a mass at the level of surgical wound which was increasing. Under clinical review, the mass of reluctant and fluctuating characteristics at the level of the surgical wound approximately 2 cm in diameter, establishing the diagnosis of probable rupture of the implant. The device remains implanted.